Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device cut and stapled on the specimen side and did not staple on the patient side or on the stomach. It is unknown what was used to complete the procedure. No adverse consequences reported however the staple line had to be over sewn. The leak test was okay.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload instead of the reported ple60a was received. The reload was received in good visual condition and fully fired. Additionally, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. It should be noticed that no damage on the cartridge deck was noted. No functional test could be performed due to the condition of the reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.